Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm checked the iabp unit and verified proper function, and observed the "gas loss" error logged in the log files but could not reproduce the reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported by the end user that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a gas loss issue and displayed a ¿gas loss¿ message. There was no patient harm and no adverse was event reported.